Manufacturer narrative:
The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and drainage.

Event description:
Patient reported a left side rupture, burning, swelling and leaking serum. Device explanted and replaced.